Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that as 63 years old male underwent cardiac ablation for ventricular tachycardia (vt) with thermocool® smart touch¿ electrophysiology catheter. Tamponade occurred at the end of the procedure, during use of biosense webster, inc. Products and after ablation. Pericardiocentesis performed without success. Patient suffered from a life-threatening vt, which was found urgent to be ablated. After mapping and ablating in the left ventricle, and mapping in the right ventricle, a cardiac tamponade was discovered by echography at the end of the procedure. The patient received before the ablation procedure the implantation of the impella device in the lv-aorta, which is a heart pump that pulls blood from the left ventricle through an inlet area near the tip and expels blood from the catheter into the ascending aorta. The physician could not conclude what caused the tamponade (mapping-ablation or impella device), but the condition of the patient did not allow treatment of the patient and the patient died. Also, during an unspecified time during the procedure, no temperature was shown on the smartablate generator. Replacing the cable did not resolve the issue. Replacing the catheter resolved the issue and the procedure could be finished with this new catheter. The device was visually inspected and it was found in good conditions. The magnetic and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. Then, electrical test was performed on the catheter and it was found within specifications; however, the thermocouple values were found out of specifications. A failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding no temperature has been confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The temperature failure does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. There was no abnormal behavior of the system/catheter and this was not the cause of the incident. As it was a life-threatening ablation, the outcome was anticipated. In the opinion of the physician, the event was related to patient¿s condition and procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that as (B)(6) male underwent cardiac ablation for ventricular tachycardia (vt) with thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade and death. The physician said that everything was normal but a tamponade was found. Physician added that the patient was already in bad condition before the tamponade. Tamponade occurred at the end of the procedure, during use of biosense webster, inc. Products and after ablation. Pericardiocentesis performed without success. Patient suffered from a life-threatening vt, which was found urgent to be ablated. After mapping and ablating in the left ventricle, and mapping in the right ventricle, a cardiac tamponade was discovered by echography at the end of the procedure. The patient received before the ablation procedure the implantation of the impella device in the lv-aorta, which is a heart pump that pulls blood from the left ventricle through an inlet area near the tip and expels blood from the catheter into the ascending aorta. The physician could not conclude what caused the tamponade (mapping-ablation or impella device), but the condition of the patient did not allow treatment of the patient and the patient died. There was no abnormal behavior of the system/catheter and this was not the cause of the incident. As it was a life-threatening ablation, the outcome was anticipated. In the opinion of the physician the event was related to patient¿s condition and procedure. Transseptal was performed using the agilis sheath (abbott). There was no evidence of steam pop. The irrigation setting was 30ml/min. Force was visualized using the graph, dashboard, vector and visitag (respiration gating, stability 3mm/8sec, fot30% or fot40% 4gr, ablation index color option. Also, during an unspecified time during the procedure, no temperature was shown on the smartablate generator. Replacing the cable did not resolve the issue. Replacing the catheter resolved the issue and the procedure could be finished with this new catheter. Since the cardiac tamponade led to death, it is MDR reportable. The no temperature issue was assessed as not reportable. The no temperature reading was highly detectable and will require replacing the catheter. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote.